Manufacturer narrative:
The investigation into the reported issue has been completed. The pump was not returned for investigation. Data log review was not required for this case run. As per the clinical details, the left ventricle was perforated during impella use. The cause of the ventricle perforation issue was not determined since product was not returned and sufficient clinical information was not provided. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings: section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. Section: warnings & cautions: warnings: section: pre-support evaluation: section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient who experienced ventricle perforation during impella cp support. It was noted that the patient's course was complicated by pericardial effusion and left ventricle anterior wall perforation as well as right ventricle perforation. The field representative noted that this occurred upon aspiration of a prior thrombus by the physician. The patient was taken to operating room emergently for repair with suture and packing as well as transcatheter aortic valve replacement. Blood loss was significant and patient received six units of packed red blood cells, two units of placements, twenty units of prothrombin complex concentrate and desmopressin. The patient recovered with sequelae.

Manufacturer narrative:
B2 outcome revised to reflect death and date of death which was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27142. B5 revised to reflect the patient outcome death as it was erroneously documented on the initial manufacturer device report number 1220648-2025-27142. H1 type of reportable event was erroneously on the initial manufacturer device report number 1220648-2025-27142. H6 revised to reflect death which was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27142.

Event description:
The family did make choice to withdraw care and the patient expired. It is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.